Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws had buildup. The harvester was asked to remove the hemopro-2 from the cannula and gently clean the inside of the jaws with a wet 4 x 4 or raytec. Wires inside jaws were sticking out after the harvester cleaned the jaws. Nothing fell in the patient. No harm to patient.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/20/2022. An investigation was conducted on 10/17/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. No electrical testing was conducted due the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws had buildup. The harvester was asked to remove the hemopro-2 from the cannula and gently clean the inside of the jaws with a wet 4 x 4 or raytec. Wires inside jaws were sticking out after the harvester cleaned the jaws. Nothing fell in the patient. Replacement device was used to complete case. No harm to patient.